Event description:
Country of complaint: (B)(6). The inner package is sealed in the outer package. It is not possible to get the inner package on the table in sterile condition.

Manufacturer narrative:
There is one previous complaint of this code batch regarding as unrelated issue. There are no units in OEM stock. Received five closed samples and two open and unused samples (one of them the first pack is sealed to second pack in the 4th weld; with the aluminum pack stuck to the plastic film). This is due to a defect in the welding machine and this unit was not sorted out by the personnel involved in this process. Tightness test to the closed samples received and the aluminum pouch was not stuck to the peel foil. All packs have been opened correctly. Final conclusion: taking into account that one of the open samples received do not fulfill the specifications of the product, it is concluded that the complaint is justified. It can be assumed that some units of this batch may have this problem. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be opened if applies.